Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units, and the insulin gauge remained static at 105 units. The customer's blood glucose level was 168 mg/dl.